Event description:
It was reported that surgeon complaint over multiple cases that anspach drill was extremely hot and making very loud noise, no error on navio was triggered. It is unknown how many cases were affected by the faulty anspach drill.

Manufacturer narrative:
The device was used in treatment and it was reported that the drill becomes extremely loud and makes a very loud noise. Device history record review found that no conditions which could contribute to the reported event were identified. This information is reasonably suggesting that the device met the specification at the date when it was released to the distribution. A complaint history found similar reports, this issue will continue to be monitored. We could confirm there was a relationship established between the reported event and the device. The device was returned for investigation. The drill was run through a drill test and we were able to confirm the loud noise. Furthermore, the drill began to smoke after a few seconds and became unusually hot to the touch, indicating that the motor shaft driver is broken internally. This is a common issue caused by excessive cutting forces during use. The malfunction is most probably due to expected wear / tear.